Manufacturer narrative:
During preparation it was reported that the tip of the microcoil was damaged. The distal portion of the sheath appeared wrinkled and damaged. The user did not check to see whether or not the coil was stretched. The device was not used due to the damage noted on the introducer sheath. There was no damage to the package. There was no related patient impact and the procedure was successfully completed. The device was returned with the coil stretched at the proximal end. The device positioning unit (dpu) was found protruding outside the sheath. Mechanical sheath damage by the resheathing tool opened up the skive at the protrusion site. A minor kink was found on the distal section of the green introducer. This damage did not impede the coils advancement out of the introducer sheath. The proximal end of the coil has a section of stretching. The root cause of how the green introducer was "wrinkled" and damaged cannot be determined. It also cannot be determined how the damages found on the remainder of the microcoil system occurred. No conclusion can be made regarding the circumstances of the damages found on the returned device and the timing as related to procedural. However, it was reported that the damage to the sheath were noted during prep and therefore, may be related to procedural handling. It was reported that the coil was not checked. It is possible that the coil damage occurred due to post procedural handling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The coil was returned stretched at the proximal end. The device positioning unit (dpu) was found protruding outside the sheath. Mechanical sheath damage by the resheathing tool opened up the skive at the protrusion site. A minor kink was found on the distal section of the green introducer. This damage did not impede the coils advancement out of the introducer sheath. The proximal end of the coil has a section of stretching. The root cause of how the green introducer was "wrinkled" and damage cannot be determined. It also cannot be determined how the remainder of the microcoil system was found damaged. The circumstances of how and where all the found damage that occurred to the returned microcoil system cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Note: please note that MDR supplemental reports 1 and 2 submitted are duplicate files.there were no changes or additional information reported on the 2nd supplemental report. This report is being submitted to correct and void the 2nd supplemental report submission.

Manufacturer narrative:
During preparation it was reported that the tip of the microcoil was damaged. The distal portion of the sheath appeared wrinkled and damaged. The user did not check to see whether or not the coil was stretched. The device was not used due to the damage noted on the introducer sheath. There was no damage to the package. There was no related patient impact and the procedure was successfully completed. The device was returned with the coil stretched at the proximal end. The device positioning unit (dpu) was found protruding outside the sheath. Mechanical sheath damage by the resheathing tool opened up the skive at the protrusion site. A minor kink was found on the distal section of the green introducer. This damage did not impede the coils advancement out of the introducer sheath. The proximal end of the coil has a section of stretching. The root cause of how the green introducer was "wrinkled" and damaged cannot be determined. It also cannot be determined how the damages found on the remainder of the microcoil system occurred. No conclusion can be made regarding the circumstances of the damages found on the returned device and the timing as related to procedural. However, it was reported that the damage to the sheath were noted during prep and therefore, may be related to procedural handling. It was reported that the coil was not checked. It is possible that the coil damage occurred due to post procedural handling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was embolization of cerebral aneurysm. The tip of the microcoil was damaged. It appears wrinkled in the distal portion of the sheath. Additional information received from the affiliate indicated that the event occurred during preparation. The coil didn't detach and the physician did not check if the coil was stretched. However, it was the introducer sheath that appeared wrinkled and damaged. No damage reported on the packaging. The device was replaced and the procedure was completed with no patient injury reported. Final analysis found the coil stretched.